Event description:
It was reported by service report that the power load trolley is hanging up coming out of ambulance and would not unload the cot. The transfer plates on the under side of the transfer had burrs and would not allow the cot to release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.